Manufacturer narrative:
(B)(4). D.4.: attempts have been made to gather all product identification information and no further information has been provided. D.10.: cat: 00811400218, lot: 65514628 femoral stem. Cat: 00877704004, lot: 3052345 bioloxâ® option, head, xl. G2: foreign ¿ australia. Visual examination of the provided picture identified the explanted ceramic head and shell with bio-debris on the devices. No further evaluation can be made using the image alone. Pictures were not provided for the stem and liner. No product was returned; further visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided for this specific revision. A definitive root cause cannot be determined. This complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that approximately two years post-implantation, the patient underwent a hip revision due to instability. All components were revised. Attempts have been made and no further information has been provided.